Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of an erroneous high inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory was 3.7 inr. The customer tested on her meter within 2 hours and the result was 5.9 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The customer stated her diet has been bad due to the holidays. The customer has no known impaired liver function. The customer has anti-phospholipid syndrome. Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e. Elevated inr values. If you have or suspect that you have apas, contact your doctor. " the complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.